Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with hyperglycemia and the blood glucose reading was 347mg/dl, but it went up to 579mg/dl. The customer was treated with the insulin pump and a new capillary glycaemia and the glucose level dropped to 365mg/dl. It was stated that the insulin pump suspended twice with the no delivery alarm. No further information was provided.